Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Event description:
It was reported that during surgery on (B)(6) 2013 for an anterior lateral interbody fusion for a one level fusion at spine position l4-l5 while surgeon was using the synfix mini open set, the implant holder instrument broke. The medical technician loaded the synfix lr implant (08.802.007s) onto the synfix implant holder instrument (03.802.039) which was passed to the surgeon who lightly tamped it into the l4-l5 space. It was discovered that the holder instrument would not unthread from the implant. The implant was removed from the patient. Upon unthreading the holder from the implant, the tip of the holder broke off flush with the implant. A new implant was selected from the set and the case proceeded without any additional issues. This report is 2 of 2 for complaint (B)(4).